Manufacturer narrative:
Concomitant medical products: cp393-3, cable 4.5m bipolar erbe; manufacture date: unknown; lot number - unknown. (B)(4). The product analysis indicates that the black plastic part was burnt at the connection. The burn of the plastic part is from an electric arc, probably due to the presence of humidity in the connection zone (cable not dried, blood, and/or tissues). The presence of humidity may be the result of defective cleaning or drying of the instrument. The product analysis indicates that the cable was burnt at the connection. The burn of the connector is from an electric arc, probably due to the presence of humidity in the connection zone (cable not dried, blood, and/or tissues). The presence of humidity may be the result of defective cleaning or drying of the instrument this device is used for therapeutic purposes.

Event description:
During use, sparks and smoke appeared at the junction of the cable and forceps. There was no injury reported as a result of this event.